Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. An anterior watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The device was deployed and no recaptures or repositioning was needed. A few hours after the procedure, the patient had a pericardial effusion. They placed a drain and the patient was sent back to the floor. Later on that night the patient had more symptoms so they decided to do surgery to explant the watchman device and clip the appendage. The patient was discharged.